Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual. It was reported the patient was getting an MRI and noted that the 10/11 contact pair on the right side showed 116 ohms. The caller wanted to know if the patient could have an MRI and it was noted this was a short circuit so no scans should be done. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3387s-40, lot# v388841, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the cause of the short circuit was unknown. Per the patient, there was no incident or event and the patient had had the device and leads for over 8 years. The managing neurologist reported attempts were made to program around the short. It was reported the managing neurologist decided to replace the lead. This was completed on (B)(6) 2018. The new lead showed normal impedances. It was reported the lead and extension were cut out/damaged during explant because there was too much scar tissue to pull it out as a whole. The issue was resolved at the time of the report.